Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Failure analysis found the primary failure of broken molded insulator. The broken piece was not returned and measured approximately 0.040" x 0.352" in size. As a result, a dislodged grip tip was observed. Root cause of this failure is attributed to manufacturing. A review of the instrument log for the small grasping retractor (part# 471405-06 / lot# k10220221/ sequence# 0191) associated with this event has been performed. Per this review of the logs, the instrument was last used on 17-may-2022 on system serial# (B)(4) with 7 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event. There was no image or video clip submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had misaligned jaws. The procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. However, as of the date of this report, no further details have been obtained.